Event description:
It was reported that during treatment blisters on the skin were found, and the patient complained of pruritus. The nurse immediately changed the dressing for the patient, and used the anti allergy ointment, and exchanged the dressing, which did not cause serious adverse effects on the patient.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as the lot number provided is not a valid lot number for this product part number, however, there are no indications to suggest that the device did not meet specifications upon release to distribution. A complaint history review was carried out using the part number provided, there have been further complaints reported with this failure mode in the past three years. A risk management review was carried out. The risk files for this product contain type 4 sensitisation reactions and irritation/irritant contact dermatitis as possible harms caused by toxicology of the materials used in the dressing. A clinical investigation was carried out. It was concluded: ¿the information provided is insufficient to determine whether the patient¿s symptoms are due to a pre-existing or concurrent medical condition (allergy history, skin/dermal sensitivities). Per report, the nurse immediately changed the dressing and used an anti-allergy ointment and the issue resolved. It was further communicated the patient discharged from the hospital. Therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed.¿ the users of the reported product are advised to consult the device IFU, to delineate future occurrences of the reported issue. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The device used/intended to be used in treatment was not returned for evaluation. Therefore a product evaluation could not be carried out. As with all adhesive products some irritation can occur during application and removal, particularly on patients with sensitive skin. We have not been able to confirm a relationship between the event and the device or identify a root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.